Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 600 mg/dl with large ketones, abdominal pain and nausea. The reporter noted the patient remained on pump therapy, the pump's settings were not recently changed, and the patient received phone advice from a healthcare provider and treated with insulin via injection. It was reported the cartridge was not being used per instructions for use which caused an occlusion issue. There was no indication or allegation of a device malfunction. This complaint is being reported because the health event was attributed to a use error.